Manufacturer narrative:
(B)(4). Additional information: cartridge, one piece sled, drivers. The analysis found that one ec60a device was returned in good visual condition, with the closing trigger and anvil in the closed position, with the knife not fully back. Furthermore, a driver was found lodged behind the knife, resulting in the firing mechanisms jamming. In addition, an ecr60d cartridge reload was received loaded in the device, damaged and with the right side fully fired, left side partially fired 1/16. Furthermore, the cartridge pan was bent and damaged at proximal end with one double driver out of position. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. Upon removal of the jammed driver the knife was fully returned by completing the return stroke and the device was tested for functionality in the articulated position with a test cartridge reload. The device achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, the surgeon placed the device (with a gold reload) on the rectosigmoid portion and fired. After four strokes firing cycle, the jaws didn¿t open. The stroke counter indicator was empty and didn¿t show lock out sign or the number of strokes. The surgeon pushed the manual knife reverse switch and squeezed the firing trigger again ¿ the knife, which was stuck at the proximal third, didn¿t move and still the jaws didn¿t open. The surgeon clamped the tissue and resected it in order to release it and take the device out of the body. The surgeon completed the procedure laparoscopically with another stapler. No patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.